Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: restenosis causing permanent damage. Device issue: no device issue has been reported. It was reported via a trial that in 2008, a xience stent was implanted in the 99% stenosed, proximal lad lesion. In 2009, the patient experienced stable angina, which was treated with medication, and stenosis was noted at the distal edge of the stent. There was no other treatment. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - stenosis and angina, as noted in the xience v instructions for use and risk assessment matrix, are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. It is possible that the angina, which required treatment with medication , was a secondary effect of the stenosis. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.